Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic-assisted laparoscopic inguinal hernia repair procedure, while performing mesh placement, the bipolar fenestrated grasper (bfg) could not securely grip tissue. Upon visual inspection in the surgical field, cable damage was observed at the instrument tip. The original bfg was removed using the broken instrument procedure and was replaced with a new bfg, which resolved the issue. The procedure was able to continue after replacement. There was no patient injury.

Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, e (facility name, street 1, city, region, country, postal code, fax number, phone number), h4 h3) evaluation summary: medtronic led an evaluation of the reported bipolar fenestrated grasper and the associated device logs. Evaluation of the logs indicated an instance of a difference in commanded and actual jaw angles. An error code was triggered associated with motor position limit. The logs are not able to detect a pulley break. Visual inspection of the returned bipolar fenestrated grasper noted no corrosion on the electrical contacts. There was no damage to the jaws or of the drive cables. The proximal and distal rivets were both observed to be facing in the opposite direction. Part of the white plastic pulley was disengaged and returned. The blue energy cable was bulging. The puck and drive cable were both displaced on the side of the disengaged piece. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the bipolar fenestrated grasper was read with no observed failures. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic-assisted laparoscopic inguinal hernia repair procedure, while performing mesh placement, the bipolar fenestrated grasper (bfg) could not securely grip tissue. Upon visual inspection in the surgical field, cable damage was observed at the instrument tip. The original bfg was removed using the broken instrument procedure and was replaced with a new bfg, which resolved the issue. The procedure was able to continue after replacement. There was no patient injury.